Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. (B)(4). Investigation summary: the unit was dropped during the check in caused a dent on the bottom of the bezel assembly, rear case assembly and front case assembly. Conclusion: the unit was dropped during the check in. Rework: recommend replacing: 1. Assy bezel 8100 m2, part number tc10010751. 2. Assy case rear shielded 8100 lvp m2, part number tc10010808. 3. Assy door w/ keypad 8100 m2, part number tc10010213. Disposition: route to service for normal process. (B)(4). Make a correction: rework: recommend replacing: 1. Assy case rear shielded 8100 lvp m2, part number tc10010808. 2. Assy door w/ keypad 8100 m2, part number tc10010213.